Event description:
It was reported that a power on reset message was displayed on the patient's programmer. No exposure to electromagnetic interference was reported and the system was not overdischarged. The power on reset message was subsequently cleared.

Manufacturer narrative:
Lead: model 3776-45, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown. Programmer: model, serial # (B)(4). Recharger: model 37752, serial # (B)(4). Extension: model 3708140, serial # (B)(4) , implanted: 2010 (B)(6), explanted: unknown.